Event description:
Caller reported that the t: slim x2 pump battery would not charge and confirmed the pump screen was dark and non-responsive. There was no adverse impact to the customer's blood glucose level. The customer attempted several troubleshooting steps with different charging components, all of which failed to resolve the issue. Consequently, technical support arranged for a replacement pump to be sent and instructed the customer on returning the faulty one, while advising them on the procedures for setting up the new device once received. The customer acknowledged and understood these instructions.